Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Visual inspection, as the involved device, zizai (hereinafter referred to as the "involved device") and the combination device were returned to tcsc. When observing the appearance of the involved device, it was found that twisting deformations with exposed braid had occurred in five places: 4.6 cm, 8.0 cm, 9.6 cm, 10.2 cm, and 20.5 cm from the distal tip. In addition, an elongation for 10.4 cm from the distal tip of the catheter was observed. Simulation test (twisted deformation of a catheter) was conducted. The simulation test of the twisted deformation that occurred in the involved device was performed by following methods. Sample: (B)(6). Method: set a metal wire with an outer diameter of 0.014 inch (0.36 mm) to the sample. In this state, fix the sample with a torquer. Grasp the torquer and twist it from two directions to apply a load until the catheter undergoes torsional deformation. Result: similar to the involved device, the sample had twisting deformation and exposed braids. Lubricity test conducted. In order to confirm the possibility that the lubricity of the involved device decreased, and the passage resistance of the combined guiding catheter increased, the lubricity of the involved device was measured using the following method. Method: insert the involved device into the s-shaped test jig and check the number of curves that the distal tip passes through. Criterion: the distal tip shall pass through six or more curves. As a result, when the involved device was inserted into the s-shaped test jig, it was found that the distal tip of the involved device did not pass through the third curve, indicating that the lubricity had decreased. Dimension measurement, the dimensions of the involved device were measured for the following purposes. Total length: measured to check for elongation in the involved device. Inner and outer diameters: measured to check for abnormalities that may cause passage resistance, such as abnormalities in the outer diameter, and to check the catheter for abnormalities that may cause tube deformation, such as thinning of resin. As a result, the total length was out of our standard value due to the crushing and elongation that occurred in the involved device. Next, the inner and outer diameters of the distal and proximal sides were within our standard values and no abnormalities were observed. Inspection of manufacturing records , in our company, for our product zizai, we perform visual inspection, dimension measurements, lubricity test, etc. By sampling for each manufacturing lot. In our manufacturing process, we perform visual inspections toward all zizai before assembling to the holder. The device history records of the lot 221203020 were reviewed, there were no abnormalities in the results of each inspection. No lubricity abnormalities, catheter deformation, or abnormalities that could cause passage resistance were observed. From the above results, it was considered that the removal defect that occurred in the involved device may have been caused by the following factors. Possibility that passages resistance increased due to decreased lubricity of the involved device. Possibility that passages resistance increased due to the exposed braids by the deformation of the involved device. In our company, for our product zizai, we perform lubricity test, etc. By sampling for each manufacturing lot. In our manufacturing process, we perform visual inspections toward all zizai before assembling to the holder. Since no abnormalities were found in the manufacturing records of the involved device, it was presumed that the decrease in lubricity and appearance abnormalities such as deformation that occurred in the involved device may have occurred during use after our shipment.

Event description:
The user facility reported when the involved product was advanced into the blood vessel, it got stuck and could not be pulled out. When the product was strongly pulled on, changing the angle of the guide wire used in combination, the product was able to be removed.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name : requested, unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp)(importer) registration no. 2243441 is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer) registration no. 3009500972.